Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the device was explanted.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received inappropriate therapy. The implantable cardioverter defibrillator (ICD) detected and treated an episode of ventricular fibrillation (vf) that was actually atrial fibrillation (af). The device and the right atrial (ra) lead exhibited undersensing. Follow up requests were unable to obtain more information. The device and lead remain in use. No further patient complications have been reported as a result of this event.